Manufacturer narrative:
Additional information was received indicating that during post-operative routine monitoring the patient was assisted into a mobility chair and became hypotensive while sitting up in the chair, eventually collapsing due to hypotension. This occurred during routine post-operative monitoring, which included arterial blood pressure, pulse, temperature, oxygen saturation, and additional manual blood pressure measurements. There was no intervention required as the episode was not life threatening to the patient and monitoring was continued. The customer noted "this was noticed with some delay because the monitor only triggered a two-star alarm". The event was not life-threatening, did not require medical intervention, and there was no permanent impairment; therefore, this episode of hypotension does not meet the criteria for serious injury. Remote analysis was conducted by a remote service engineer (rse), which included a review of the device audit logs. The rse was able to confirm the reported behavior: all ibp alarm events were configured and displayed as yellow alarms, with no red alarm conditions triggered. Further investigation identified that the extreme pressure alarm limits¿responsible for generating red alarms¿had not been activated in the configuration of the newly deployed devices. This configuration gap resulted in the absence of high-priority alarm conditions. To resolve the issue, the extreme pressure alarms were enabled on the affected devices. Following this correction, the alarm system was restored to expected functionality. The device remained in service at the customer site. It was also noted that the ward manager was not present during the initial configuration meeting held on october 20, 2025. In her absence, her deputy provided verbal instructions to transfer the existing configuration from the mp50 monitor to the mx500 monitor without modifying parameter settings. Based on the additional information b1 was updated from adverse event to product problem and h1 type of reportable event was updated from serious injury to malfunction.

Event description:
It was reported the patient collapsed during mobilization, but this was not noted by staff due to the alarm configuration for blood pressure. The staff expected a three-star red alarm but only a two-star yellow alarm occurred. Subsequently, the patient was transferred to another unit with monitors that had extreme pressure alarms configured. An onsite configuration update was in progress. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
E1 reporter phone #: (B)(6). Reporting institution phone #: (B)(6). The customer worked with the philips application specialist and field specialist. It was reported the monitors were installed about two weeks ago and the configuration was taken over from the other stations that did not activate the extreme pressure alarms. The extreme pressure alarms were manually configured on (B)(6) 2025. The configuration was corrected at the customer's site and installed on the devices. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.